Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the e360 ventilator was not delivering tidal volume. There was no patient harm reported.

Manufacturer narrative:
Service engineer evaluated the device and no problems were found and the ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: it was reported that the patient was transferred to an alternate ventilator without harm.